Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a blank display. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The display issue was not identified during device evaluation. The reported condition was not verified. However, the device was found to be out of specification due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.